Event description:
It was reported that the patient¿s device was not working. The patient stated that she could not walk anymore and could not feel her legs so she was no longer used the spinal cord stimulator (scs) because she would not be able to tell if it was on or off. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2005: product type programmer; patient product ID 3487a-33, lot# j0337374v, implanted: (B)(6) 2003: product type lead; product ID 3487a-33, lot# j0337542v, implanted: (B)(6) 2003: product type lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2003: product type extension; product ID 748925, serial# (B)(4), implanted: (B)(6) 2003: product type extension. (B)(4).

Event description:
Additional information received confirmed that the patient had not used their scs device in about 10 years. The patient stated that back when they had the device implanted they only had back pain but now had neuropathy pain and ¿figured if it wasn¿t working why use it¿. The patient also noted that they had numbness in their legs and could not tell if the stimulation was on or off. The patient was now thinking of using an external stimulator called the ¿rebuilder¿ for their neuropathy. If additional information is received, a follow-up report will be sent.